Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was blank. The customer blood glucose level was 375 mg/dl at the time of incident. The customer also stated that the insulin pump had battery out limit alarm. Customer reports they were able to clear the alarm and did not receive a request to rewind insulin pump. The insulin pump will not be returned for analysis.